Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube )') and gastrointestinal injury ('bowel perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), acne ("rashes or skin conditions type: acne"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, gastrointestinal injury, acne, allergy to metals, alopecia and dyspareunia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, device dislocation, dyspareunia, fallopian tube perforation and gastrointestinal injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event added:dyspareunia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device,'), fallopian tube perforation ('perforation (fallopian tube )') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), acne ("rashes or skin conditions type: acne"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, intestinal perforation, acne, allergy to metals and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, device dislocation, fallopian tube perforation and intestinal perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: new pfs received- new events added:rashes or skin conditions type: acne, migration of essure device, nickel allergy, perforation (fallopian tube),perforation (other) please describe and state the location of the perforation: bowel, hair loss. Were added. New reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.